Event description:
It was reported that a patient had an intraocular lens (iol) explanted after experiencing halos and glare. The lens was removed and replaced with another iol during the same procedure. An incision enlargement was not required and there were no complications reported.

Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturer. Visual examination showed a lens that was cut in half and appears to have evidence of viscoelastic on it. The condition of the lens prohibited further visual examination. Batch records were reviewed and found to be within specifications. No deviations were noted during the manufacturing process. The lens met product specifications when release to market. All pertinent information available to the manufacturer has been submitted.